Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. Although biological debris was found throughout the device, it does not appear that this could have caused the problem reported by the customer. It is not possible to determine the root cause of the problem reported by the customer. The sterilization and manufacturing records were reviewed and they confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Affiliate reported that there was leakage from the device that appeared to have a hole in... It also appears that there may have been an infection. As a result, the surgeon removed the catheters and treated the patient successfully with antibiotics.